Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. An infusion site change was performed and the occlusion reoccurred. The customer experienced a blood glucose (bg) level of 340mg/dl and moderate ketones considered to be life threatening/ dangerous. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer reported manual injections were to be used for insulin therapy and no longer had any ketones.